Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 26 mg/dl. The customer was at store and passed out. The paramedic came in and patient refused to go to hospital. The paramedic kept the patient for an hour till blood glucose up to 80 mg/dl and customer drove home.